Manufacturer narrative:
(B)(4).

Event description:
Procedure type: according to the reporter: customer reports that the stapler fired but upon examination of the bowel, there was a large hole by staple line not there before stapling by (B)(6). No other information provided. The device will be returned for investigation.

Manufacturer narrative:
(B)(4).